Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "sizer ruptured prior to implantation". This record is for the unknown side. Device not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: port leak and /or damage: observed 1 opening assessed as surgical damage. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.1; d.2a; d.2b; d.4; d.9; h.3; h.4; h.6.

Event description:
Healthcare professional reported "sizer ruptured prior to implantation". This record is for the unknown side. Device not implanted.